Event description:
The patient¿s device was programmed off after high impedance was observed.

Manufacturer narrative:
Describe event or problem, corrected data: the initial manufacturer report inadvertently did not include that the patient¿s device was programmed off after high impedance was observed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin did not appear to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause of the high lead impedance is likely due to incomplete lead pin insertion. An implant card was received for the patient¿s replacement surgery on (B)(6) 2013 indicating that lead impedance was within normal limits following replacement. No known surgical interventions have occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed incomplete lead pin insertion. Date of event; corrected data: additional information indicates that the date of the event was (B)(6) 2013. Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional. Date of implant; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Date of event; corrected data: additional information indicates that the high impedance occurred on (B)(6) 2013.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The patient's device pre-operatively showed high impedance. The surgeon noted that the lead pin appeared to be fully inserted into the generator header. The surgeon removed and reinserted the lead but the patient's device continued to show high impedance. The patient's generator was first replaced and tested with the existing lead. High impedance was still observed so the surgeon elected to also replace the lead. The replacement devices did not show high impedance. The explanted generator and lead were returned to the manufacturer for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead inserted completely passed the negative connector block. Also, indentions were observed on the bottom of the setscrew, which indicates that either the lead pin or test resistor were secured with the setscrew. Monitoring of the device output signal showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator. Review of the as-received internal device data showed that the last 25% change in the impedance value was on (B)(6) 2013, where the impedance value changed from a normal limits range to high lead impedance. There is no evidence to suggest discontinuities in the returned portions of the lead which may have contributed to the reported high impedance. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the half sets of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator at one time. Additional setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed and no discontinuities were identified. Note that since portions of the (+) white and (-) green electrode inner silicone tubes and quadfilar coils including the anchor tether were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient¿s device showed high lead impedance. It is unknown when or how high impedance was observed as no diagnostics tests were reportedly performed since the patient¿s prophylactic generator replacement on (B)(6) 2013. Programming and diagnostic history cannot be obtained due to hospital policy. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.